Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time the device was programmed to deliver tpn (total parenteral nutrition), with a 1800 ml vtbi (volume to be infused), for a duration of 12 hrs, and the delivery was started. No further programming parameters were provided. It was reported after 12 hrs, the customer contact reported the display indicated that 1500 ml had been delivered; however, approximately 25-30% of the volume remained in the container. The device was removed from clinical use. The remaining volume in the container was not delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded and printed at the service center. The dates and programming present in the history did not correlate with the customer's reported programming and event information. This report represents all the information known by the reporter upon query by hospira personnel.